Manufacturer narrative:
Product event summary: the product, flexcath advance sheath 4fc12 with lot number 13415-30, and data files were returned and analyzed. The data files did not show any issues. The product was visually inspected and showed the device was intact with no apparent issues. Air aspiration was reproduced when a test balloon catheter was introduced into the sheath. Dissection showed the hemostatic valve was torn and leaking. In conclusion, the reported issue of air ingress has been confirmed through testing. The sheath failed the returned product inspection due to a leaking hemostatic valve.

Event description:
It was reported that during a cryo ablation procedure, there was air bubbles when aspirating the sheath. The sheath was replaced. The procedure was completed with the cryo console. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.